Event description:
This report summarizes 94 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 93 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 93 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
One device that was pending was evaluated and it was determined the device experienced difficult to raise/lower, which is not reportable. One device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 95 to 93.

Event description:
This report summarizes 96 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
3 additional events were identified and therefore added to this summary report.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 95 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.